Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient developed an infection and there was ¿oozing on the dressing from the incision site.¿ the patient was treated with antibiotics, the wound was cleaned and flushed with antibiotics. The implantable cardioverter defibrillator system remains in use; however, if the infection does not resolve and explant will be performed. No further patient complications have been reported as a result of this event.